Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 700 mg/dl and diabetic ketoacidosis. Troubleshooting found that the drive support cap is flushed and not recessed into the device. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with no up button response due to an unlocked lcd keypad connector. Unable to perform the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to no button response. The drive support disk was inspected and no anomaly was noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.